Event description:
It was reported to covidien in 2008 that a customer had an issue with a dialysis catheter. Customer states that the catheter had to be exchanged due to poor tissue growth.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.